Event description:
It was reported that while using bd vacutainer® flashback blood collection needle that there was i.v shields or protective cap comes off letting needle exposed. The following information was provided by the initial reporter: when the nurse in the blood collection room of the reproductive center was taking venous blood for the patient, when she was about to pull out the needle cap connected to the end of the needle holder, the front needle shield fell off, and then reported to the head nurse as soon as possible.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle that there was i.v shields or protective cap comes off letting needle exposed. The following information was provided by the initial reporter: when the nurse in the blood collection room of the reproductive center was taking venous blood for the patient, when she was about to pull out the needle cap connected to the end of the needle holder, the front needle shield fell off, and then reported to the head nurse as soon as possible.